Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and after a visual inspection the fse found the fiber optics connector to be damaged. To fix the issue, the fse installed a new fiber optics connector. The fse performed a pre-use check, all tests were passed. The unit passed full calibration, functional testing, and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. The customer was updated on repairs performed.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was unable to obtain a signal from the intra-aortic balloon(iab) and would not inflate the iab. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that there was a patient involved and that there was no adverse event was reported.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to obtain a signal from the intra-aortic balloon(iab) and would not inflate the intra-aortic balloon (iab). No patient harm, serious injury or adverse event was reported.